Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot f1335002) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided, the most likely cause of the balloon loss of pressure was calcium in the vicinity of the access site. It was reported by the facility that a pre procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
The following info was reported by aci sales rep: during pullback, balloon ruptured on calcium. Manual pressure applied for 15 minutes. The pt was not hospitalized. Stick location: mid femoral head. Vessel size: 6 mm.